Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the investigation/evaluation was performed exclusively on the basis of the information provided by the customer. There were no reports of any malfunction of the video telescope. It is clearly stated as a caution note in the instructions for use that the light-guide connector and the distal end of the video telescope become hot and that there is a risk of burns if the equipment is placed on the patient¿s skin. Therefore, this incident was attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient¿s outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure the patient sustained three burn injuries of approximately 1 cm in diameter when the telescope was removed from the trocar and placed on the patient¿s abdomen at the end of the procedure. The intended procedure was completed using the same set of equipment. The burn injuries will require several treatments by a dermatologist.